Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred and that the wake button was sticking. There was no adverse impact to the customer¿s blood glucose level. The customer declined to troubleshoot or provide additional information regarding the issue.